Event description:
The physician is experiencing difficulty in removing the echotip ultra endoscopic ultrasound needles from the sheath. The sliding is very rough and if the needle is able to be removed the physician hears a "crack" as if the mechanism just broke. Difficulty with retraction of the needle also reported. From the provided info the 'cracking' noise observed by user is assumed to be a needle breakage within the handle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c ((B)(4)). The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. It is assumed the observation of a 'cracking' noise is a needle breakage occurring in the handle of the echo device. The info provided indicated the device involved in this complaint to be an echo-25 (echo) device. It was not possible to confirm the lot number; therefore, it was not possible to check if any of the affected lot remains in stock. The echo device involved in this complaint has not been rec'd for eval. Therefore, the customer's complaint remains unconfirmed. With the info provided a document based investigation was carried out. A possible cause of the reported difficulties with the advancement/retraction of the needle and the reported needle breakage in the handle may be due to the needle kinking in the handle. However as the echo device involved in this complaint was not returned for eval it is not possible to definitively state if this is the root cause of this complaint. It may be noted that this issue [needle kinking in handle] has been investigated in-house and a deviation was approved to introduce a cannula pusher tool which has an end stop to prevent the cannula being pushed in too far. The cannula had the potential to be pushed in too far leading to resistance in the activation of the handle. This new tool will prevent the over insertion of the cannula reducing occurrences of the needle kinking in the distal end of the handle. The echo device involved in this complaint was manufactured prior to the approval of this deviation. A project has also opened to address this specific issue [needle kinking in the proximal end of the handle]. The complaint info rec'd indicated that no part of the needle broke inside of the pt. No adverse effects to the pt were reported as a result of this occurrence. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number of the echo device involved in this complaint was not confirmed it was not possible to conduct a review of the relevant mfg records. No corrective action is warranted at this time. This event did not impact the pt or user. No part of the needle broke inside the pt. The 2 yr complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.